Event description:
The customer reported that the system was not producing x-ray. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A system cable was replaced. The system was then found to be operating as intended.